Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed the defib test during op check. There was no report of pt involvement.